Event description:
It was reported that the patient had an artificial urinary sphincter (aus) was removed and replaced due to unspecified reason. Further information was requested and not yet received.